Event description:
It was reported that a caregiver stated the ilet device screen was cracked, and the user could not unlock the device to operate it; a replacement unit was arranged and instructions were provided to shut down the device via menu, settings, other, shut down. Symptoms included no alerts or alarms beyond those associated with the damaged screen. Outcomes included interruption of pump use, the need to return the device, and user re-initiation of the start-up process on the replacement, with data not transferring between devices. Investigation included product support review and replacement logistics with return of the original unit for assessment. Investigation of this case revealed physical damage to the display component that impaired user interface functionality, consistent with a screen break of the device housing/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.